Manufacturer narrative:
Returned to manufacturer date unknown. Investigation date used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 78985 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes pushed off from holder.